Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. A root cause cannot be identified. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that during a cataract surgery with intraocular lens (iol) implant, after the iol was implanted the surgeon noticed transverse brakes/scratches on upper and lower part of the iol. The incision was enlarged and the iol explanted. The patient was left aphakic as no replacement lens was available. The surgery was to be completed within 7 days. The reporter was not able to confirm if there was any patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: an empty carton was returned. The lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The complainant indicated the use of a viscoelastic which is not approved for use with the associated lens model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the complainant, the most likely root cause is failure to follow directions for use, as the complainant states the use of an unapproved viscoelastic. Due to varying viscosity, the use of unapproved viscoelastics may result in iol delivery difficulties or product damage. The manufacturer internal reference number is: (B)(4).